Event description:
It was reported that shaft break occurred. During unpacking of a 3.25mm x 12mm quantum maverick balloon catheter, it was found that the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.